Event description:
It was reported that impedances greater than 3600 ohms were measured on electrodes 0-3. There reporter stated that impedance testing revealed high impedances on electrodes 0-4. The reporter further stated that a future replacement was to be scheduled. It was noted the patient had less than 50% therapy relief. It was further noted the patient had a loss of stimulation from the lead. It was noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# j0125394v, implanted: (B)(6) 2003, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a, lot# j0110924v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a, lot# j0125394v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had very good stimulation the day the manufacturer representative saw them and their device was covering up to 85% of their painful areas.

Event description:
Additional information received reported the patient¿s replacement took place on (B)(6) 2014 and they received intraoperative programming and an impedance check on their new lead. There were no issues seen during the intraoperative programming. The devices that were replaced were not available for return. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.